Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported controller uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patients controller had delivered an uncommanded bolus. The customer reports upon receiving this replacement controller they had programmed the same settings as their previous controller. The patient reports their controller had delivered 200 units of insulin in a 24 hours. The patients reported blood glucose level had dropped to 20 mg/dl. As treatment the patient consumed sugar.